Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in bed in the hospital while on the power module. The ventricular assist device (vad) coordinator received a call from the bedside nurse who reported that when the settings tab was touched to verify vad speed settings the power module began to alarm. A message appeared on the system monitor that said "command not received." The alarm was a constant tone like a hazard alarm. The nurse was able to go between the tabs on the monitor but the alarm persisted. The alarm sound varied in volume at times but remained a constant tone. There was no alarm noted on the system monitor and the controller was not alarming. The history does not show a hazard alarm. When the power source was changed to batteries the alarm resolved. The power module was noted to have only green lights and other than the audible alarm there was no indication of any equipment that an active alarm occurred. The vad cart was exchanged with a different power module and system monitor and the event has not occurred again. The event was not able to be created in mock loop. There was an alarm in the past with a constant tone that varied in volume when there was a patient cable issue and no signs of trauma or breakdown were identified on the patient cable the patient was connected to. Power cable disconnects were noted. A patient settings changed (patient hematocrit) event was recorded at (B)(6) 2022 6:29:09. A silence alarm button pressed events were recorded at (B)(6) 2022 10:38:15. The power source was changed from power module to battery power at (B)(6) 2022 20:25:59. The controller was reconnected to a power module at (B)(6) 2022 20:34:15. There were no unusual voltage reductions or voltage alarms during these events. The log file data indicated there were no issues with the driveline at this time and the motor function was not affected. The audible alarms described sound similar to a power module buzzer self-test. The event log file captured low flow events on (B)(6) 2022. The low flows were due to a volume issue when the patient was in the operating room for an unrelated surgery. The issue was believed to be related to the power module and/or system controller. The patient was doing well and would be discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an ¿audible alarm reported from power module¿ could not be confirmed through this evaluation. The submitted log file captured routine power cable disconnect alarm events relating to normal power exchanges. The system operated within the patient stored speed value (5,000 rpm) and low speed limit value (4,600 rpm) for all events. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6)) was shipped to the customer on 24jan2017. Power module IFU 103772 rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fractured anchor points and several locations on the housing. The reported event of an ¿audible alarm reported from power module¿ could not be confirmed through this evaluation. The submitted log file captured routine power cable disconnect alarm events relating to normal power exchanges. The system operated within the patient stored speed value (5,000 rpm) and low speed limit value (4,600 rpm) for all events. Power module (serial # (B)(6) ) was received for an evaluation. The returned product was tested together with laboratory equipment and was found to function as intended. The reported audible alarm issue was not able to be reproduced during the evaluation. Preventative maintenance was performed. Performed full functional checkout, which passed all testing. The unit was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6) ) was shipped to the customer on (B)(6) 2017. Power module IFU rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.